Event description:
It was reported by the technician at service floor at the manufacturer facility that the device oscillates when the reverse trigger is pulled which is unintended motion. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The device trigger did not function properly as the trigger magnet was not properly seated. The gearhead was corroded and the bearing damaged. The affected components including the trigger assembly, gearhead and bearing were replaced. The driver passed all final inspection activities and returned to the account.